Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure and cause traced to environment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dents and scratches at distal end, fiber breakage, dust and water stains under light guide (lg) cover glass, and light transmission failed. There was no patient involvement.